Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represent the composix ex mesh (device #2). An additional supplemental emdr was submitted to represents the bard flat mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2002: patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of bard flat mesh (device#1). Per operative notes, ¿the old synthetic mesh (goretex) and adhesions were removed. A bard flat mesh (device#1) was placed and secured by sutures.¿ on (B)(6) 2007: patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with partial explant of bard flat mesh (device #1) and implant of composix ex mesh (device#2). Per operative notes, ¿loops of bowel adhered into the previous mesh (device#1) were excised. Adhesions removed. A composix ex mesh (device#2) placed intra-abdominally and tacked.¿ on (B)(6) 2007: patient was diagnosed with small perforation in mid-transverse colon thereby underwent laparoscopic repair with explant of composix ex mesh (device#2). Per operative notes, ¿the transverse colon was densely adhered to the previous (device#1). Infected-smelling opaque fluid and adhesions noted. Then (device#2) removed along with staples.¿ on (B)(6) 2009: patient was diagnosed with recurrent ventral hernia thereby underwent open repair with explant of mesh (device#1 & #2) & implant of synthetic mesh (permacol). Per operative notes, ¿adhesions were noted. Both pieces of mesh (device#1 & #2) were removed. A synthetic mesh (permacol) was placed and secured by sutures.